Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose of 53 mg/dl while using the device, ems was called, and ems assisted on site while the event was treated with oral glucose in the form of juice; no transportation or hospitalization occurred, and no device or supply issues were identified by the user. Symptoms included hypoglycemia, confusion or disorientation, nausea, and heart palpitations. Outcomes included the need for unexpected medical intervention involving medication. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.